Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the lead was inserted into the implantable neurostimulator and the patient felt stimulation as appropriate in recovery.

Event description:
It was reported that intraoperatively during an implantable neurostimulator (ins) replacement, there was difficulty inserting the le ad all the way into the new ins. The lead could not be inserted into the ins header block. There were intraoperative impedance issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that when the hcp implanted this ins, they noted the connection was different than usual. It was reviewed that the components that were implanted were compatible. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.